Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture distal to the fiber/glass cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits mild devitrification at the output window; the metal cap exhibits mild char; the fiber exhibits moderate melting of the uv glue zone at the attachment of the glass cap to the fiber; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure the ¿fiber spinning inside its sheath and therefore the laser beam diffusiat. On the sides and not in its axis¿ @ 233,040 joules of use and 46:38 minutes. The case was completed using a second fiber. Patient outcome: ¿no damages to the patient¿ reported. Translated from (B)(4) to english.